Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; thi pain; pain inter; oth pain: unexplained pain in my left leg radiating from my thigh. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: pandaol, nurofen, celebix panadol osteo for the treatment of: to reduce any inflammatory, & ongoing pain management I have been advised to change to panadol osteo as I take 6 painkillers daily and my gp advised panadol osteo as this does not impact my liver .

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2017. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; thi pain; pain inter; oth pain: unexplained pain in my left leg radiating from my thigh. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: pandaol, nurofen, celebix panadol osteo for the treatment of: to reduce any inflammatory, & ongoing pain management I have been advised to change to panadol osteo as I take 6 painkillers daily and my gp advised panadol osteo as this does not impact my liver .

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.